Event description:
Report of 3 recent drain failures of the bard channel drain -15fr round hubless full flutted drain. When originally reported to bard via sales rep, the drains were removed from stock. A few of the supply were looked at by hosp rep and bard rep and noticed some significant differences so bard rep took them to send to bard. Date not specified as to when bard sales rep was present to examine and retrieve.